Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)/ migration of implant/ migration of essure device, location: moved into uterus"), device expulsion ("migration of implant/ migration of essure device, location: moved into uterus"), device breakage ("1 was shredded through my uterus") and ankylosing spondylitis ("ankylosing spondylitis") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "could not simply remove the devices". The patient's past medical history included allergic rhinitis, hypertension, sinusitis, inguinal hernia, bowel perforation, c-section, salpingitis infection in 1995 and abdominal adhesions. Previously administered products included for an unreported indication: imitrex, topamax and maxalt. Concurrent conditions included contrast media allergy and elevated liver enzymes. Concomitant products included cholecalciferol (vitamin d3), docusate sodium (colace), escitalopram oxalate (lexapro), fluoxetine hydrochloride (oxactin), ibuprofen (ibu), medroxyprogesterone (depo provera), montelukast (singulair), para-seltzer (excedrin), salbutamol (albuterol) and topiramate (topamax). In 2007, the patient experienced pelvic pain ("pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced rash ("rash/ rashes or skin conditions"). In 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloating"), menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("cramping pain"), tooth loss ("loss of teeth") and tooth disorder ("dental problems"). The patient was treated with surgery (she had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.), surgery (she had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.) And surgery (had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the uterine perforation, device expulsion, device breakage, ankylosing spondylitis, pelvic pain, rash, menorrhagia, headache, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, nausea, allergy to metals, vaginal discharge and tooth disorder outcome was unknown and the weight increased, abdominal distension, migraine, abdominal pain lower and tooth loss had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, ankylosing spondylitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhea, headache, menorrhagia, pelvic pain, abdominal pain, abdominal distension, allergy to metals, rashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)/ migration of implant/ migration of essure device, location: moved into uterus"), device expulsion ("migration of implant/ migration of essure device, location: moved into uterus"), device breakage ("1 was shredded through my uterus") and ankylosing spondylitis ("ankylosing spondylitis") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "could not simply remove the devices". The patient's past medical history included allergic rhinitis, hypertension, sinusitis, inguinal hernia, bowel perforation, c-section, infection in 1995 and abdominal adhesions. Previously administered products included for an unreported indication: imitrex, topamax and maxalt. Concurrent conditions included allergy nos and elevated liver enzymes. Concomitant products included cholecalciferol (vitamin d3), docusate sodium (colace), escitalopram oxalate (lexapro), fluoxetine hydrochloride (oxactin), ibuprofen (ibu), medroxyprogesterone (depo provera), montelukast (singulair), para-seltzer (excedrin), salbutamol (albuterol) and topiramate (topamax). In 2007, the patient experienced pelvic pain ("pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced rash ("rash/ rashes or skin conditions"). In 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloating"), menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("cramping pain"), tooth loss ("loss of teeth") and tooth disorder ("dental problems"). The patient was treated with surgery (she had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.), surgery (she had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.) And surgery (had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, device breakage, ankylosing spondylitis, pelvic pain, rash, menorrhagia, headache, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, nausea, allergy to metals, vaginal discharge and tooth disorder outcome was unknown and the weight increased, abdominal distension, migraine, abdominal pain lower and tooth loss had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, ankylosing spondylitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhea, headache, menorrhagia, pelvic pain, abdominal pain, abdominal distension, allergy to metals, rashes. Most recent follow-up information incorporated above includes: on 13-jun-2018: new reporters added. Case medically confirmed. Patient¿s demographics added. Indication added. New events added: abnormal bleeding (vaginal); ankylosing spondylitis; dental problems; dysmenorrhea (cramping); fatigue; hair loss; migraines; nausea; nickel allergy; vaginal discharge; cramping pain, device breakage, loss of teeth. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)/ migration of implant/ migration of essure device, location: moved into uterus"), device expulsion ("migration of implant/ migration of essure device, location: moved into uterus"), device breakage ("1 was shredded through my uterus") and ankylosing spondylitis ("ankylosing spondylitis") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "could not simply remove the devices". The patient's medical history included allergic rhinitis, hypertension, sinusitis, inguinal hernia, bowel perforation, c-section, salpingitis infection in 1995, abdominal adhesions, parity 2, chest pain, adhd, asthma, hypertension, generalized anxiety disorder and compulsive personality disorder. Previously administered products included for an unreported indication: prenatal vitamins, singulair, topamax, maxalt and imitrex. Concurrent conditions included contrast media allergy and elevated liver enzymes. Concomitant products included caffeine;paracetamol (excedrin), cholecalciferol (vitamin d3), docusate sodium (colace), escitalopram oxalate (lexapro), fluoxetine hydrochloride (oxactin), ibuprofen (ibu), medroxyprogesterone acetate (depo provera), montelukast sodium (singulair), salbutamol (albuterol) and topiramate (topamax). In 2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain"), menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), allergy to metals ("nickel allergy") and rash ("rash/ rashes or skin conditions/rashes or skin conditions type: rash around the navel area,"). In (B)(6) 2008, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating/ looking like pregnant"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping pain") and tooth loss ("loss of teeth"). The patient was treated with surgery (had bilateral salpingectomy; cystoscopy; robotic total hysterectomy. And she had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, device breakage, ankylosing spondylitis, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, nausea, allergy to metals, vaginal discharge and rash outcome was unknown, the weight increased, abdominal distension, migraine, abdominal pain lower, tooth loss, tooth disorder and abdominal pain had resolved and the headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, ankylosing spondylitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhea, headache, menorrhagia, pelvic pain, abdominal pain, abdominal distension, allergy to metals, rashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received, event added- rashes or skin conditions type: rash around the navel area. Events onset date added, patients medical history and historical drug added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)/ migration of implant/ migration of essure device, location: moved into uterus"), device expulsion ("migration of implant/ migration of essure device, location: moved into uterus"), device breakage ("1 was shredded through my uterus") and ankylosing spondylitis ("ankylosing spondylitis") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "couls not simply remove the devices". The patient's past medical history included allergic rhinitis, hypertension, sinusitis, inguinal hernia, bowel perforation, c-section, salpingitis infection in 1995 and abdominal adhesions. Previously administered products included for an unreported indication: imitrex, topamax and maxalt. Concurrent conditions included contrast media allergy and elevated liver enzymes. Concomitant products included colecalciferol (vitamin d3), docusate sodium (colace), escitalopram oxalate (lexapro), fluoxetine hydrochloride (oxactin), ibuprofen (ibu), medroxyprogesterone (depo provera), montelukast (singulair), para-seltzer (excedrin), salbutamol (albuterol) and topiramate (topamax). In 2007, the patient experienced pelvic pain ("pain"), menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced rash ("rash/ rashes or skin conditions"). In 2008, the patient experienced fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced weight increased ("weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping pain") and tooth loss ("loss of teeth"). The patient was treated with surgery (she had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.).essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, device breakage, ankylosing spondylitis, pelvic pain, rash, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, nausea, allergy to metals, vaginal discharge and abdominal pain outcome was unknown, the weight increased, abdominal distension, abdominal pain lower, tooth loss and tooth disorder had resolved and the headache and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, ankylosing spondylitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhea, headache, menorrhagia, pelvic pain, abdominal pain, abdominal distension, allergy to metals, rashes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet received: event abdominal pain were added. Event onset date and outcome of tooth loss and tooth disorder updated from unknown to recovered resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (uterus)/ migration of implant/ migration of essure device, location: moved into uterus"), device expulsion ("migration of implant/ migration of essure device, location: moved into uterus"), device breakage ("1 was shredded through my uterus") and ankylosing spondylitis ("ankylosing spondylitis") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "could not simply remove the devices". The patient's past medical history included allergic rhinitis, hypertension, sinusitis, inguinal hernia, bowel perforation, c-section, salpingitis infection in 1995 and abdominal adhesions. Previously administered products included for an unreported indication: imitrex, topamax and maxalt. Concurrent conditions included contrast media allergy and elevated liver enzymes. Concomitant products included cholecalciferol (vitamin d3), docusate sodium (colace), escitalopram oxalate (lexapro), fluoxetine hydrochloride (oxactin), ibuprofen (ibu), medroxyprogesterone (depo provera), montelukast (singulair), para-seltzer (excedrin), salbutamol (albuterol) and topiramate (topamax). In 2007, the patient experienced pelvic pain ("pain"), menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced rash ("rash/ rashes or skin conditions"). In 2008, the patient experienced fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced weight increased ("weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping pain") and tooth loss ("loss of teeth"). The patient was treated with surgery (she had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.), surgery (she had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.) And surgery (had bilateral salpingectomy; cystoscopy; robotic total hysterectomy.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, device breakage, ankylosing spondylitis, pelvic pain, rash, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, nausea, allergy to metals and vaginal discharge outcome was unknown, the weight increased, abdominal distension, migraine, abdominal pain lower, tooth loss, tooth disorder and abdominal pain had resolved and the headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, ankylosing spondylitis, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhea, headache, menorrhagia, pelvic pain, abdominal pain, abdominal distension, allergy to metals, rashes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received - outcome for the event 'abdominal pain, migraine and weight gain' was added as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), rash ("rash"), weight increased ("weight gain"), abdominal distension ("bloating"), menorrhagia ("heavy prolonged periods") and headache ("headaches"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, pelvic pain, rash, weight increased, abdominal distension, menorrhagia and headache outcome was unknown. The reporter considered abdominal distension, device dislocation, headache, menorrhagia, pelvic pain, perforation, rash and weight increased to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.